Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported 8 syringes removed shield and needle hub stayed within the shield. Verbatim: consumer reported found 8 syringes removed shield and needle hub stayed within the shield".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 0006883. Customer states that the needle hub stayed within the shield. All returned syringes were examined and 2 out of 3 samples were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0006883 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that 8 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported 8 syringes removed shield and needle hub stayed within the shield. Verbatim: consumer reported found 8 syringes removed shield and needle hub stayed within the shield."